Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior physical visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with (B)(4) bluetooth device was performed and passed. Download was performed and passed. A review of the share logs was performed and inaccurate cgm values was found within the investigation window. The allegation was confirmed. The probable cause could not be determined.